Event description:
It was reported that at the implant procedure, the physician felt there was an issue between the device and lead at the connector site. The device and lead were not implanted and another device and lead were used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned. Analysis was performed and no anomalies were found. (B)(4).